Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with chol hico gen.2 (chol2) assay on a cobas integra 400 plus analyzer. Initial result: 615.10 mg/dl (accompanied by a data flag). The patient questioned the result and on (B)(6) 2024 the sample was then repeated. Repeat result: 179.13 mg/dl.

Manufacturer narrative:
Correction: the cobas integra 400 plus serial number was (B)(6). A general reagent problem can be excluded because calibration and quality control were acceptable. The frequent occurrence of the "filling volume/no fluid" alarm was consistent with incorrect filled tubes or wrong tube configuration. The clotting time was low which was consistent with a general pre-analytical issue. The investigation did not identify a product problem. The root cause was consistent with a pre-analytical issue.